Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. Replaced several boards in main frame and workstation. Performed functional checks, system operating as intended.

Event description:
Customer reported the system intermittently displays communication error. No patient injury was reported.